Event description:
It was reported that the screw and glue at the distal end of the ultrasound gastrovideoscope was missing. The issue was found during inspection for use for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that an expected or random component failure, without any design or manufacturing issue, caused the customer's allegation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. E1, initial reporter establishment name: synergy institute of medical sciences a unit of padmanabh healthcare private limited.